Manufacturer narrative:
General information: we received a complaint about a malfunction of a disposable combination instrument.the instrument is available for investigation decontaminated. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Failure description: the golden scissor blade no longer in the guiding rail, but not broken off. Investigation: vigilance investigator carried out the pictorial documentation visually1 and microscopically2. The function of the forceps is still given, but the function of the scissor blade is no longer available, since the guiding pin has released from the guiding rail. During investigation, the guiding pin was levered back into the guiding rail. After that, the function of the scissor blade worked again. Nevertheless, a cutting test3 was failed, since the alignment of the blade is no longer according to the delivery status. The release of the scissor blade was most likely caused by an overload situation, e.g. Leverage while the scissor blade was open. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: the release of the scissor blade was most likely caused by an overload situation, e.g. Leverage while the scissor blade was open. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the bipolar instrument. It was reported that the instrument did not work properly, did not close completely and had broken during surgery. This malfunction did not prolong the procedure. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag (B)(4).